Manufacturer narrative:
G4: 11aug2020. B4: 18aug2020. The customer evaluated the device with assistance from a philips remote service engineer (rse). It was confirmed that the power management board would need replacement. A review of the complaint found no parts were ordered or service requested, and the case was closed. When the decision is made to have the device evaluated and repaired, a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported that the device would not turn on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.